Event description:
It was reported that the pump alarmed error in line, occlusion. There was no patient involvement. The issue was found during testing.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No damage can be seen in the visual test. Confirmed customer complaint of device having an air in line issue, duplicated the error by running incoming pvt .replaced the air sensor. Ran through pvt testing and now the unit is functioning normally. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.